Manufacturer narrative:
Examination of the returned femoral head and metal liner finds nothing outward to suggest product error. The femoral stem and acetabular cup were not returned for examination. A search of the complaints databases identified other reports against the femoral head and insert. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination. X-rays and medical records were reviewed. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 06 november 2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no new information that would change the existing MDR decision. The complaint was updated on: 11/25/2015.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned femoral head and metal liner finds nothing outward to suggest product error. The femoral stem and acetabular cup were not returned for examination. A search of the complaints databases identified other reports against the femoral head and insert. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination. X-rays and medical records were reviewed. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Metallosis. Increased chromium and cobalt values.

Manufacturer narrative:
(B)(4). Investigation summary : examination of the returned device(s) could not confirm the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
English medical records received. After review of medical records, it was stated that the patient has suffered from pain, metallosis, high levels of cobalt-chromium, walking difficulty and decreased mobility. Doi: (B)(6) 2011; dor: (b)(60 2014; left hip.

Manufacturer narrative:
(B)(4). Investigation summary : examination of the returned device(s) could not confirm the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.